Manufacturer narrative:
Product analysis (film review): the exact cause of tapered tip being caught which led to detachment of the tapered tip could not be conclusively determined from the images provided. The pre-implant films, additional films during the index procedure, and films that showed the snare of the tapered tip were not provided. The delivery system was not returned for analysis. From the angio images provided, the delivery system was positioned in a highly angulated aortic neck, ~ 120 deg, l-r. The tapered tip was advanced forward from the spindle. The spindle was sitting below the top of the graft fabric and was not recaptured in the tapered tip. One of the suprarenal stent apices appears to have been trapped within the tapered tip sleeve. It appears that the delivery system may have been pulled back without recapturing the spindle to the tapered tip (not following IFU), which may have contributed to the stent apex being trapped inside of the tapered tip sleeve. Over-torquing the delivery system in the highly angulated anatomy in an attempt to release the stent apex from the tapered tip sleeve may have led to the detachment of the tapered tip in-vivo. (Not recapturing the tapered tip to the spindle prior to removal).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 60 mm in diameter abdominal aortic aneurysm. The diameter of the aorta at the renal artery measured 25 mm. The length of the proximal aortic neck measured 20 mm. There was a 90 degree of angulation. It was reported that, during the index procedure, the delivery system for the endurant ii aortic cuff was attempted to be removed but the tip of the delivery system became caught. The physician elected to torque the device but the tapered tip lumen of the delivery system detached. The tapered tip and a portion of the tapered tip lumen remained in the patient. The physician elected to insert a catheter and pressed the tapered tip from the proximal end with the tip of the catheter. The tapered tip was retrieved and the event was resolved. Per the physician, the cause of the event was due to the application of excessive torque. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.